Event description:
It was reported that stimulation was tuning off. Implantable neuro stimulator (ins) was turning off by itself. It was unknown if ins was physically turning off. In addition, recharger bet was broken. Additional information received reported that patient was getting good coverage. Patient was asked to keep a log if ins turned off again and note posture, location. Patient was also instructed to synch device and to note if patient programmer shows a lightning bolt or not. Medtronic data was sent to tech support for further analysis.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2010-(B)(6), product type lead product ID 3777-45, serial# (B)(4), implanted: 2010-(B)(6), product type lead product ID 37752, serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).